Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient faced an adhesive event with an infusion set that fell off during use after being used for one day. Patient confirmed use of adhesive aide v pre. Patient's blood glucose level at the time of event was 120 mg/dl. Patient replaced infusion set and resumed insulin successfully. No further information available.